Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis could not reproduce the reported event. No electrical anomalies were found. Visual analysis found the battery drawer and battery drawer o-ring to be contaminated. There was also a broken side bail cover, and the keyboard was scratched. Damage to the case was also found, but this is not related to the reported event.

Event description:
It was reported the device was not responding while on a patient, even after changing the batteries. No patient complications were reported as a result of this event.